Event description:
The customer reported that "the sound/audio board isn't working". A "speaker malfunction" inop was displayed on the monitor and no sound was coming from the device. The device was used as demo equipment by the sales representative and was not in use on a patient at the time of the reported event.